Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. However, device received with corroded battery tube. Device passed self test and displacement test. No pump error 23 noted. No blank display anomalies noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and keypad anomaly. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did return after insulin pump restart. Customer stated they were unable to clear the alarm. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.